Event description:
It was reported the patient did not feel stimulation. The patient had not been instructed to recharge the stimulator post a surgery. The last recharge session was over two months ago. The patient last felt stimulation 4-5 months ago. The patient met with a manufacturer representative. The representative tried reprogramming and recharging the stimulator. The representative encountered telemetry issues and could not perform a physician mode recharge (pmr). The recharger could not interface with the stimulator. This patient elected to have a non-rechargeable stimulator implanted. She did not feel that a rechargeable system was a good option for her. The stimulator was replaced. The patient was doing well post replacement surgery and recovered without sequela.

Manufacturer narrative:
.